Manufacturer narrative:
The manufacturer¿s device registration system indicates that the pump was replaced on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a company representative regarding a patient receiving compounded baclofen (3000 mcg/ml at 1084.8 mcg/day) via an implanted pump. The indication for pump use was head/brain injury and intractable spasticity. On (B)(6) 2019 it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The pump logs showed multiple motor stalls and recoveries and the most recent stall had not recovered. No patient symptoms were reported. No further complications have been reported as a result of this event.